Event description:
A malfunction alarm known as malf 0 was reported, with no significant events occurring before it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue reoccurred.